Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had in emergency room four times in the last 2 weeks. The customer blood glucose level was 400 mg/dl to 600 mg/dl. Customer stated that they was going back to the emergency room again. Customer was not able to troubleshoot for the sensor issue. The insulin pump will not be returned for analysis.